Event description:
Pt was treated with enteryx. The procedure was routine, 6 injections were made with about 0.8 cc per injection for a total of 4.9 cc injected. The pt's post procedure course was remarkable only for some retrosternal chest pain for 2 days. Approximately 3 weeks post procedure the pt had a syncopal episode and was taken to the hospital. Their hemoglobin was 11, but no evidence of bleeding. The hemoglobin was stable for several tests, however during the hospitalization the pt experienced bright red blood in their rectum. A nasogastric tube was placed and began to return frank blood. The pt's hemoglobin dropped to 6. They were intubated and transferred to an ICU for transfusion of 6 units of prbc. An endoscope was passed to the distal esophagus and visualized only two punctate ulcers, but due to profuse bleeding could not pass through to the les. Approximately 4 cc of epinephrine were injected into no specific bleeding site, but bleeding could not be controlled. Surgery was consulted, however the pt was not able to be stabilized and expired. The cause of death was believed to be hemorrhage. It was orally reported that the findings of an autopsy indicated a fistula from the aorta to the esophagus, inflammation around the les, two deep ulcers on the les and evidence of enteryx injection in the superficial aorta, not necessarily into the media.